Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging that the patient's onetouch ping meter would not power on when a test strip was inserted. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2011. The patient's mother reported that the power issue began in the afternoon of (B)(6) 2011. The reporter confirmed the patient had a backup meter and was being tested on the other device. The reporter denied that the patient developed symptoms or had to receive medical treatment as a result of the alleged power issue. At the time of troubleshooting, the technical service representative confirmed that the subject meter powered on manually; however, would not power on when a test strip was inserted. It was noted that the correct test strips were being used and the reporter was inserting the test into the subject meter correctly. The alleged power issue remained unresolved. The patient's mother denied that the subject meter caused or contributed to a serious injury. However, this complaint is being reported because the alleged power issue remained unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k082590.